Event description:
It was reported that the console's screen froze. A 1.25mm rotapro and rotapro console were selected for use. During the procedure, the console's screen froze without displaying any warnings, and the burr failed to operate. Initially, a burr malfunction was suspected, and the burr was replaced; however, the replacement also failed to function. The console was then exchanged for a different rotapro console, which operated normally. The procedure was successfully completed using the second console, with no complications for the patient.